Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited ventricular noise reversion episodes and ventricular pauses between two and three seconds. The ventricular sensitivity was reprogrammed to 2.0 mv. The patient was pacemaker dependent and will be monitored.